Event description:
Suspected bowel injury. Treated with antibiotics and temporary diverting colostomy.

Manufacturer narrative:
The MFR is not aware of the surgeon or user facility's intent to report. The code was selected with "other" meaning that the training, mfg process, design, inspection, testing, lot records, etc., were evaluated. No deviations from surgical technique were noted.